Manufacturer narrative:
Device unique identifier(UDI)- the device was manufactured prior to the UDI labeling implementation. Approximate age of device - 8 years and 1 month. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient was admitted to the hospital due to a shock that was delivered by the implantable cardioverter-defibrillator (ICD). It was unknown if the shock was the associated with lvad therapy. At the time of admission, the patient had a lactate dehydrogenase (ldh) in the 600¿s u/l, with a baseline ldh in 600¿s-900¿s u/l. It was reported that the day after the ICD shock, hemolysis markers were unreadable and could not be measured. The patient was not a candidate for lvad exchange and the patient¿s family decided no further medical actions were to be taken. The patient expired on (B)(6) 2017 after eight years of lvad support. It was reported within this report, but was previously unreported to the manufacturer that the patient was treated with heparin infusions in the past. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and therefore not available for evaluation. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.